Event description:
Caller reported experiencing a cartridge alarm 20 during the load process with the pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.